Manufacturer narrative:
A field service engineer (fse) spoke to the customer about the problem when using erbe. The fse suggested using a new a serial digital interface (sdi) cable to see if that resolves problem. The customer called back and reported that when using a new sdi cable, the issue was resolved and there was no problem with image. The customer is thinking about having olympus run new cables through ceiling. The customer is going to call back if they want a quote for a cable job. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The probable cause of image loss is related to the operator overloading a socket by connecting the power codes of an electrosurgical unit and the subject device, or a user used the subject device together with a third-party electrosurgical unit. Furthermore, it is possible that there was no problem in the subject device. Nevertheless, the problem was the overloaded socket connecting the subject monitor and an electrosurgical unit. The instructions for use (IFU) states: do not extend a single wall mains outlet into multiple outlets for connecting the power cords of both the electrosurgical unit and light source. Otherwise, malfunction of the equipment may result. Use only olympus high-frequency electrosurgical equipment with this unit. Non-olympus equipment can cause interference on the monitor display or a loss of the endoscopic image. Before using high-frequency electrosurgical equipment, be sure to install and connect the equipment according to its instruction manual and make sure that the noise does not affect the observation and surgical procedures. If high-frequency electrosurgical equipment is used without such confirmation, patient injury may result. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer mentioned that the issue occurs with two different cv-190, two different monitors and in two different rooms. The issue persisted after the customer exchanged the monitors. The customer mentioned a potential loss of power during activation and does not believe the issue was scope related. The customer was uncertain if the monitors were connected to the same circuit that the erbe was on. The customer performed an electric safety test on the erbe without issue and mentioned that the monitors were plugged into a wall outlet and not the isolation transformer. In addition, the bnc cable was connected to three different walls before the video routed to the external monitor that is losing the image. The customer stated that the issue was not occurring with the main monitor on the tower. The customer requested to have a field service engineer (fse) dispatched to troubleshoot the problem. Tac advised the customer to have the erbe available to recreate the issue for effective troubleshooting. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported the evis exera iii video system center has a loss of image during activation. The customer was utilizing an erbe 200 while using a monopolar. There was no harm or user injury reported due to the event.